Event description:
Deconnection of unclear cause of the cementless stem from the femoral condyle.

Event description:
Disconnection of unclear cause of the cementless stem from the femoral condyle. [Customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.